Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the rapid atrial pacing function does not work. It was further noted that deliver button and down button failed to work. The main cover was also missing. Opening the case of the device fixed both button issues however the device was deemed unreliable and recommended to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rapid atrial pacing of an external pulse generator (epg) was not functioning. The device was returned into service. There was no patient involvement reported. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.